Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as the patient had set the time incorrectly.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient¿s blood glucose (bg) was 300mg/dl all day (B)(6) 2014 and by bedtime, her bg were down to 40 mg/dl, she experienced moderate shakiness, blurry vision and did not feel well. She disconnected from the pump and drank juice and ate some carbohydrates. Bg returned to > 80mg/dl and is currently 100mg/dl; that time and date were 12 hours off and the a.m. And p.m. Were switched, resulting in basal rates being incorrect for the time of day and the subsequent bg excursion. Reporter remembered having to reset the time and date when she replaced the battery on (B)(6) 2014, as pump defaulted to (B)(6) 2007. Reporter realized she entered the wrong time. Cs assisted reporter in correct the a.m./p.m. This complaint is being reported as the patient experienced hypoglycemia related to the user error of setting the time in the pump incorrectly.

Manufacturer narrative:
Follow-up #1: date of submission 04/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2014 with the following findings: black box shows time and date resetting to default following a power on reset. Pump time and date was set; pump exercised for 24 hours. The battery was removed. Pump left without power for 1 hour; when pump powered on it had returned to default time and date. Pump opened and the internal battery found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.